Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was checked and was very sick. The patient received multiple shocks in various instances. When the crt-d was interrogated, a code 1006, related to high voltage detected on the leads during charging, appeared. When asked if external shocks were delivered, the answer was yes, therefore they were possibly related to the alert. The crt-d was recommended to be evaluated by doing a manual capacitor reform and a posterior commanded shock, in case the reform could be successful. If the shock would not be delivered successfully, a device replacement was recommended. The crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was checked and was very sick. The patient received multiple shocks in various instances. When the crt-d was interrogated, a code 1006, related to high voltage detected on the leads during charging, appeared. When asked if external shocks were delivered, the answer was yes, therefore they were possibly related to the alert. The crt-d was recommended to be evaluated by doing a manual capacitor reform and a posterior commanded shock, in case the reform could be successful. If the shock would not be delivered successfully, a device replacement was recommended. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.